Event description:
Reportedly, during a follow-up on 24 jun 2019, the patient reported twitching in the pacemaker pocket when raising the right arm. Twitching of the breast muscle was then observed. The root cause was suspected to be the ventricular lead; therefore, the ventricular pacing output was lowered from 2.5v to 2.0v in bipolar and no twitching was then observed. On (B)(6) 2019, the patient reported that twitching occurred again depending on the posture. On (B)(6) 2019, a re-intervention to add a new ventricular lead was performed. No twitching could be observed in a spine position, neither after opening the pacemaker pocket and performing psa measurements or when ventricular pacing output was set at 10v. As lead connection failure was suspected, the ventricular lead was connected to the subject pacemaker which was placed in the pocket. When the physician pressed the device, twitching was observed. The ventricular lead was then connected to a new pacemaker but twitching was observed when suturing the pocket. Finally, the ventricular lead was abandoned in the patient's body and replaced. No twitching was observed after connection of a new lead with the new pacemaker. It is suspected that the abandoned ventricular lead had a leak current due to insulation damage near the connector pin. However, a leakage at the level of the pacemaker port could not be excluded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Preliminary analysis did not reveal any issue with the subject pacemaker.

Event description:
Reportedly, during a follow-up on (B)(6)2019, the patient reported twitching in the pacemaker pocket when raising the right arm. Twitching of the breast muscle was then observed. The root cause was suspected to be the ventricular lead; therefore, the ventricular pacing output was lowered from 2.5v to 2.0v in bipolar and no twitching was then observed. On (B)(6)2019, the patient reported that twitching occurred again depending on the posture. On (B)(6)2019, a re-intervention to add a new ventricular lead was performed. No twitching could be observed in a spine position, neither after opening the pacemaker pocket and performing psa measurements or when ventricular pacing output was set at 10v. As lead connection failure was suspected, the ventricular lead was connected to the subject pacemaker which was placed in the pocket. When the physician pressed the device, twitching was observed. The ventricular lead was then connected to a new pacemaker but twitching was observed when suturing the pocket. Finally, the ventricular lead was abandoned in the patient's body and replaced. No twitching was observed after connection of a new lead with the new pacemaker. It is suspected that the abandoned ventricular lead had a leak current due to insulation damage near the connector pin. However, a leakage at the level of the pacemaker port could not be excluded.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up on (B)(6) 2019, the patient reported twitching in the pacemaker pocket when raising the right arm. Twitching of the breast muscle was then observed. The root cause was suspected to be the ventricular lead; therefore, the ventricular pacing output was lowered from 2.5v to 2.0v in bipolar and no twitching was then observed. On (B)(6) 2019, the patient reported that twitching occurred again depending on the posture. On (B)(6) 2019, a re-intervention to add a new ventricular lead was performed. No twitching could be observed in a spine position, neither after opening the pacemaker pocket and performing psa measurements or when ventricular pacing output was set at 10v. As lead connection failure was suspected, the ventricular lead was connected to the subject pacemaker which was placed in the pocket. When the physician pressed the device, twitching was observed. The ventricular lead was then connected to a new pacemaker but twitching was observed when suturing the pocket. Finally, the ventricular lead was abandoned in the patient's body and replaced. No twitching was observed after connection of a new lead with the new pacemaker. It is suspected that the abandoned ventricular lead had a leak current due to insulation damage near the connector pin. However, a leakage at the level of the pacemaker port could not be excluded.